Event description:
The end user reported redness to his peristomal skin. He uses nystatin powder followed by triamcinolone spray. Both medications are prescriptions. Instructed on crusting with nystatin or stomahesive powder followed by protective barrier wipes.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow up report will be submitted.